Event description:
It was reported that during a bilateral mandibular distraction to lengthen the mandible the piezo electric hand piece was heating up in the surgeon¿s hand during use. The device operated fine during use and cut well. There was no patient or procedure impact. The procedure was successfully completed with the device. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that there was an unknown problem with the device. The item passed testing and worked within normal parameters. The cause of the complained issue is unknown. The complained issue was not able to be reproduced. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this item was returned to the customer on (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correct manufacturing location for this device is (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Weight reported as (B)(6). Device is an instrument and is not implanted/explanted. Service history review: service history review: lot 701009.007 no service history review can be performed because the lot number cannot be traced. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.